Event description:
Pt reported obtaining a blood glucose result of 234 mg/dl, while using the suspect device. Pt indicated that, within 10 minutes, his blood glucose was retested on a physician's device with a result of 110 mg/dl. No pt injury was reported. Pt stated that physician prescribed a new diabetic medication. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.